Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure for prolapse on (B)(6) 2007 and mesh was implanted. The patient reported that after the procedure, she experienced excruciating pain and had a hold in each buttock that was bleeding. During a follow up, the doctor cut an adhesion which the patient stated was painful. In (B)(6) 2016, the patient began to feel unwell and experienced pain in her lower back and stomach. The patient reported she was unable to eat. In (B)(6) 2016, the patient reported feeling something cut though her body which resulted in weight loss. The patient was in and out of the hospital four times. A colonoscopy was performed which showed diverticulitis. The patient reported that she also underwent 3-4d ultrasounds which show unspecified destruction and damage to her body. It was reported that the mesh has broken off into pieces throughout the body. The back wall of the vagina has been pulled down by the mesh and is wasting. The patient reported that the bowel from the sigmoid point to the anus has also wasted away. The patient reported that she underwent an MRI and the mesh is pulling, cutting and damaged the spinal cord. No additional information is available.